Manufacturer narrative:
Product event summary analysis found there was a deviation between the stylus and the cursor on the screen due to the touchscreen. Analysis also found the stylus cable was damaged, but the stylus was working correctly. It was noted the company logo button was missing and software errors were found in the programmer update history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer for complete overhaul, analyzed and tested out of specification. There was no patient involvement.